Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h6 (annex g). Event summary: it was reported that the wire of a 'ncircle tipless stone extractor' was not functioning during a retrograde intrarenal surgery (rirs) procedure. When the user opened the basket, it was found that the front wire would not come out and the handle lever moved freely. The device did not make patient contact. A new 'ncircle tipless stone extractor' was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as, a visual inspection of the device were conducted. The device was returned to cook in open pouch for investigation. The wire in the basket formation was completely severed. Charring was present at the points of separation. Two of the basket wires were broken. A document-based investigation evaluation was performed. A review of the device history record found no non-conformances related to the reported failure mode. No additional complaints were received for this product lot. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. All extractors are verified to assure the basket opens and closes properly and that the basket is properly formed. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which caution, "the device is conductive. Avoid contact with any electrified instrument." Based on the available information, cook has concluded the cause for the broken wires could not be determined. Charring was observed at the broken ends of the wires, indicating exposure to a laser or other electrified device. The information provided by the user stated the issue occurred before use. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Initial reporter customer name and address = phone: (B)(6). Zip code: (B)(6). PMA/510(k) number = exempt. Device evaluated by mfg = other. Device returned 03may2023; investigation pending. Device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the wire of a 'ncircle tipless stone extractor' was not functioning during a retrograde intrarenal surgery (rirs) procedure. When the user opened the basket, it was found that the front wire would not come out and the handle lever moved freely. The device did not make patient contact. A new 'ncircle tipless stone extractor' was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.